Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/cramping'), hyperthyroidism ('hyperthyroid') and genital haemorrhage ('unusual bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos and depo provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced mood altered ("moody"), acne ("terrible acne") and dry eye ("dry eyes"). In 2015, the patient experienced hyperthyroidism (seriousness criterion medically significant) and back pain ("back pain"). In october 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / cramping"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), pain ("body aches") and guttate psoriasis ("guttate psoriasis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain lower and fatigue had resolved, the hyperthyroidism, genital haemorrhage, mood altered, anxiety, migraine, headache, tooth disorder, acne, back pain, dry eye, abdominal distension and pain outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dry eye, fatigue, genital haemorrhage, guttate psoriasis, headache, hyperthyroidism, menorrhagia, migraine, mood altered, pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received. Event psoriasis updated to guttate psoriasis. Event head pain clubbed with headache. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), hyperthyroidism ("hyperthyroid") and genital haemorrhage ("unusual bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos and depo provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In 2014, the patient experienced mood altered ("moody"), psoriasis ("psoriasis"), acne ("terrible acne") and dry eye ("dry eyes"). In 2015, the patient experienced hyperthyroidism (seriousness criterion medically significant), the second episode of headache ("head pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / cramping"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating") and pain ("body aches"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain lower and fatigue had resolved, the hyperthyroidism, genital haemorrhage, mood altered, anxiety, psoriasis, migraine, tooth disorder, acne, the last episode of headache, back pain, dry eye, abdominal distension and pain outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dry eye, fatigue, genital haemorrhage, hyperthyroidism, menorrhagia, migraine, mood altered, pain, psoriasis, tooth disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for december of 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), moody, anxiety, hyperthyroid, psoriasis, migraines, headaches, dental problems, urinary tract infection, terrible acne, head pain, back pain, dry eyes, lower abdominal pain, abdominal pain, weight gain, fatigue, hair loss, unusual bleeding, bloating", reporter, lab test, historical drug added, previoulsy reported event "medical device removal" replaced with "abdominal pain." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/cramping') in a 35-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug ineffective, endometrial hyperplasia, nabothian cyst, chronic cervicitis and weight loss. Previously administered products included for birth control: oral contraceptive nos and depo provera. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced urinary tract infection ("urinary tract infection"). In september 2013, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced mood altered ("moody"), acne ("terrible acne") and dry eye ("dry eyes"). In 2015, the patient experienced hyperthyroidism ("hyperthyroid") and back pain ("back pain"). In october 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced anxiety ("anxiety"), alopecia ("hair loss") and abdominal distension ("bloating"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("lower abdominal pain / cramping"), fatigue ("fatigue"), pain ("body aches") and guttate psoriasis ("guttate psoriasis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)with removal of tubes and thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain lower and fatigue had resolved, the hyperthyroidism, genital haemorrhage, mood altered, anxiety, migraine, headache, tooth disorder, acne, back pain, dry eye, abdominal distension and pain outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dry eye, fatigue, genital haemorrhage, guttate psoriasis, headache, hyperthyroidism, menorrhagia, migraine, mood altered, pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for december of 2017. Two metallic coils are noted within the bilateral cornu and are consistent with intrauterine essure coils. Sectioning of the bilateral fimbriated fallopian tubes reveals an unremarkable cut surface of each. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ;cramping, hair loss, menorrhagia, bloating, anxiety. Lot no: 880423x2 . Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/cramping') in a 35-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug ineffective, endometrial hyperplasia, nabothian cyst, chronic cervicitis and weight loss. Previously administered products included for birth control: oral contraceptive nos and depo provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced mood altered ("moody"), acne ("terrible acne") and dry eye ("dry eyes"). In 2015, the patient experienced hyperthyroidism ("hyperthyroid") and back pain ("back pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced anxiety ("anxiety"), alopecia ("hair loss") and abdominal distension ("bloating"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("lower abdominal pain / cramping"), fatigue ("fatigue"), pain ("body aches") and guttate psoriasis ("guttate psoriasis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)with removal of tubes and thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain lower and fatigue had resolved, the hyperthyroidism, genital haemorrhage, mood altered, anxiety, migraine, headache, tooth disorder, acne, back pain, dry eye, abdominal distension and pain outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dry eye, fatigue, genital haemorrhage, guttate psoriasis, headache, hyperthyroidism, menorrhagia, migraine, mood altered, pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for (B)(6) 2017. Two metallic coils are noted within the bilateral cornu and are consistent with intrauterine essure coils. Sectioning of the bilateral fimbriated fallopian tubes reveals an unremarkable cut surface of each. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ;cramping, hair loss, menorrhagia, bloating, anxiety. Lot number:880423 manufacture date: 2011-07 expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/cramping') in a 35-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug ineffective, endometrial hyperplasia, nabothian cyst, chronic cervicitis and weight loss. Previously administered products included for birth control: oral contraceptive nos and depo provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced mood altered ("moody"), acne ("terrible acne") and dry eye ("dry eyes"). In 2015, the patient experienced hyperthyroidism ("hyperthyroid") and back pain ("back pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced anxiety ("anxiety"), alopecia ("hair loss") and abdominal distension ("bloating"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("lower abdominal pain / cramping"), fatigue ("fatigue"), pain ("body aches") and guttate psoriasis ("guttate psoriasis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)with removal of tubes and thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain lower and fatigue had resolved, the hyperthyroidism, genital haemorrhage, mood altered, anxiety, migraine, headache, tooth disorder, acne, back pain, dry eye, abdominal distension and pain outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dry eye, fatigue, genital haemorrhage, guttate psoriasis, headache, hyperthyroidism, menorrhagia, migraine, mood altered, pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for (B)(6) of 2017. Two metallic coils are noted within the bilateral cornu and are consistent with intrauterine essure coils. Sectioning of the bilateral fimbriated fallopian tubes reveals an unremarkable cut surface of each. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ;cramping, hair loss, menorrhagia, bloating, anxiety. Lot number:880423, manufacture date: 2011-07, expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/cramping') in a 35-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug ineffective, endometrial hyperplasia, nabothian cyst, chronic cervicitis and weight loss. Previously administered products included for birth control: oral contraceptive nos and depo provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced mood altered ("moody"), acne ("terrible acne") and dry eye ("dry eyes"). In 2015, the patient experienced hyperthyroidism ("hyperthyroid") and back pain ("back pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced anxiety ("anxiety"), alopecia ("hair loss") and abdominal distension ("bloating"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("lower abdominal pain / cramping"), fatigue ("fatigue"), pain ("body aches") and guttate psoriasis ("guttate psoriasis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)with removal of tubes and thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain lower and fatigue had resolved, the hyperthyroidism, genital haemorrhage, mood altered, anxiety, migraine, headache, tooth disorder, acne, back pain, dry eye, abdominal distension and pain outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dry eye, fatigue, genital haemorrhage, guttate psoriasis, headache, hyperthyroidism, menorrhagia, migraine, mood altered, pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for (B)(6) 2017. Two metallic coils are noted within the bilateral cornu and are consistent with intrauterine essure coils. Sectioning of the bilateral fimbriated fallopian tubes reveals an unremarkable cut surface of each. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; cramping, hair loss, menorrhagia, bloating, anxiety. Lot number:880423. Manufacture date: 2011-07. Expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with removal of the essure which has been scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience various symptoms. Plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will required to undergo a hysterectomy with removal of the essure which has been scheduled for (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.